Event description:
It was reported via repair work order that the bed lift was stuck in the highest position and would not lower due to power coil cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.